Event description:
Information received indicates the beds ground loss indicator is lit.

Manufacturer narrative:
The hill-rom technician found the ground prong missing from the ac power cord. The technician replaced the ac power cord to repair the bed.